Event description:
Additional information was provided that the patient did not show up for his appointment. No further information is available.

Event description:
Additional information was provided that the remote monitoring transmission was repeated producing the same results of an alert for high shock impedances. The patient is scheduled for a non-invasive programmed stimulation (nips) test in late-(B)(6) 2017.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.

Event description:
Additional information was provided that non-invasive programmed stimulation (nips) testing was performed in early-february 2017. Results revealed appropriate device function of the shocking electrode with shock lead impedance measurements of 76 ohms and defibrillation threshold measurements less than or equal to 31 joules. The patient will be followed accordingly to clinic policy, both in-clinic and through remote monitoring.

Manufacturer narrative:
Further investigation is being performed. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that an alert was detected for high shock impedance measurements, greater than 125 ohms with this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). It was noted that shock impedances have been high in the 110 bpm range for quite awhile and then started to gradually trend upwards. Boston scientific technical services (ts) discussed performing a 1.1 joule and max commanded shock test to test the lead integrity or to compare high energy shock impedances with defibrillation threshold (dft) tests from implant to evaluate therapy efficacy. Ts discussed potential truncated biphasic waveform and limited energy to tissue for delivered shock impedances out of range. Ts discussed programmable limits for high shock impedances for out of range triggers and discussed demonstrating beep tones to patient. The field representative stated they would follow-up after the patient is seen in-clinic with a programmer.